Manufacturer narrative:
MFR site email: (B)(6). Device code 1186 captures the reportable event of gauge reading inaccurately. Per the external manufacturer investigation, a visual examination of the complaint device revealed that the device does not have visual defects. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly. The returned device passes visual and functional tests, consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an esophageal dilation procedure performed in the esophagus on (B)(6) 2018 . According to the complainant, during the procedure, the gauge needle did not indicate any inflation. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an esophageal dilation procedure performed in the esophagus on (B)(6).2018. According to the complainant, during the procedure, the gauge needle did not indicate any inflation. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.